Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on 10-may-2016 and it was reported that the pump was replaced.

Event description:
Information received from a consumer patient receiving bupivacaine (4mg/ml at unknown dose) and morphine (16mg/ml at unknown dose) via an implanted pump. Indication for use was noted as non-malignant pain and failed back surgery. It was reported that the patient had gone in for a refill and the pump had "quit working" and it gave an "error signal." The patient did not have any further information on what that meant. No symptoms were reported. The event occurred in 2014.

Event description:
Additional information received from the consumer reported that the pump was not pumping the correct amount. The pump was checked by the company representative. The "efi" said the pump was shutting down.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.